Event description:
Customer reported the IV set leaked at the engagement of the silicone segment to the upper fitment. No leaking was identified upon priming, leak was identified only after the set was loaded into the device. The set was replaced without incident. No patient harm reported. No add'l event info available.

Manufacturer narrative:
MFR's report date: 10/28/2010. (B)(4). This report was filed by the MFR. No product returned, the administration set was discarded at the facility. The lot number was not identified, therefore, lot history record review could not be performed.